Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. Patient stated that there is an air in the patient line, and the cause of the air is unknown. Air in patient line was not confirmed. The cause for check patient line alarm is patient's improper setup of clamps on lines. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) had the home patient (hp) check the patient line for kinks, occlusions, fibrin and air bubbles. The hp stated that there were gaps of air bubbles in the patient line. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp said that he couldn't really remember what happened. The hp said that he was out of town and had been up for a lot of hours driving, and he remembered he made some kind of mistake that caused the air to get in. The hp said he didn't see anything wrong with the supplies or anything. He said could not remember any more about what he did, but said he was sure it was his fault like he messed up the clamps or something. The hp said he might have called it in to his nurse. The writer advised contacting the nurse any time there is air found in the line. The hp said he had not had any problems since. No patient injury or medical intervention was reported.